Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would turn off unexpectedly. It was indicated that the epg would shut down when shaken slightly. It was also indicated that the battery contacts were dirty. The epg was repaired and returned to service. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off during use. The epg was returned for service. No patient complications have been reported as a result of this event.